Event description:
It was reported that during a robotic gastric sleeve procedure, the device was fired using two green cartridges and four blue cartridges. Upon inspection of the staple line, it was noticed that the outer row of staples at the distal end of the first firing of green reload did not form on the patient side. Three unformed staples were pulled from the tissue. Case completed by oversewing the first staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that two ecr60g reloads were received in good visual condition. The reloads were received fully fired. No functional test was performed due the condition of the cartridges. The batch record was reviewed and no anomalies were noted during the manufacturing process.